Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their wisdom tooth chipped when they removed the aligners. They were seen by their dentist who informed them that they should have been examined before being prescribed the aligners. The patient also reported they have sensitive gums and gingivitis and had to stop using the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.